Event description:
A report was received that the patient had developed an infection at the midline incision site. The patient was in a hot tub and when he got out, the site opened up. The physician did not believe that the infection was device or procedure related. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. Model #: sc-4316, lot #: 16427998, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.